Event description:
User alleges that once the set was attached to the patient they could not receive a flow through the circuit. This occurred at the start of the procedure, after priming the set. A new unit was obtained and no problems were noted. No patient injury.